Manufacturer narrative:
The patient was under treatment for a stricture in the left main bronchus which was caused by endobronchial tuberculosis several years prior to the reported event. Through follow-up with the user facility, steris endoscopy learned the patient had an extensive medical history, including monthly procedures to widen the stricture and maintain patency in the airway. The patient had declined a left pneumonectomy. There was no reported malfunction of the trufreeze system, and a review of the trufreeze console log confirmed normal operation. The instructions for use for the trufreeze system includes the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area." Steris provided the user facility with additional consultation regarding the reported event. No additional issues have been reported.

Manufacturer narrative:
Patient monitoring was performed during the procedure without issue. There was no reported malfunction of the trufreeze system, and a review of the trufreeze console log confirmed normal operation. The disposable trufreeze system spray catheter was not returned to us endoscopy for evaluation. The instructions for use for the trufreeze system includes the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area." Investigation of this event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The procedure involved trufreeze system cryospray ablation, for treatment of a stricture in the left main bronchus which was caused by endobronchial tuberculosis. The procedure began with a cryospray ablation treatment, which was performed without incident. The patient was then treated with a balloon dilation device, not supplied by us endoscopy. Cryospray ablation resumed following the balloon dilation, however the cryospray procedure was stopped when the patient required emergency care. The patient could not be resuscitated.